Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: s-rom m head 36mm +9 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem; unknown hip acetabular cup; unknown hip proximal femoral sleeve. (B)(4).

Event description:
Litigation alleges patient suffers from a defective hip. Update 01 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of pfs, medical records and sticker sheets. In addition to what previously alleged, pfs alleges pain and elevated metal ions however there is no values of laboratory. Added lawyer, law firm and stem. Doi: (B)(6) 2006, dor: (B)(6) 2014 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.